Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was removed from service and replaced due to high pacing threshold measurements. The lead was surgically abandoned and will not be returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead was removed from service and replaced due to high pacing threshold measurements. The lead was surgically abandoned and will not be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.